Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms of their blood glucose levels. The customer treated with manual injection. Customer's current blood glucose value and at the time of incident was 465 mg/dl. Troubleshooting was performed. The customer had visited in emergency room on (B)(6) at 6am. The blood glucose value when admitted to hospital was 465 mg/dl. The customer complained about hyperglycemia. Customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer declined to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer got no delivery alarms and assisted performing a 5.0 unit fixed prime. Customer states the insulin exited. The product was not returned for analysis.